Manufacturer narrative:
There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82.

Event description:
The customer observed false reactive architect anti hbs results on one (B)(6)-year old female patient diagnosed with numb limbs, and thoracic spinal canal. The results provided were: on (B)(6) 2020 anti-hbs=803.84 miu/ml (reference range=>or=10 miu/ml=protective) ;on (B)(6) 2020, anti-hbs=3.17 miu/ml there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review. The ticket searches determined normal complaint activity for the complaint lot. Return testing was not completed as returns were not available. The complaint trending report review determined that there is no adverse trend for the issue for the product. Customer field data was used to assess the performance of the architect anti-hbs assay using world wide data. The median population result for the lot is comparable with all other lots in the field and confirms no systemic issue for the lot. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect anti-hbs assay, lot number 08455fn01.